Event description:
It was reported that during an percutaneous transluminal angioplasty (pta) procedure, vessel perforation occurred. The target lesion was located in the severely calcified and moderately tortuous venous anastomatic site. The physician advanced a 5.0mm x 2.0cm x 50cm pcb cutting balloon to the lesion and was inflated to 6atm. The cutting balloon ruptured at 7atm during the second inflation. A vessel rupture was noted; however, it is unclear what caused the rupture. The physician performed ligation of the vessel. The procedure was considered completed with this device. The patient was sent for surgery at a later date. No further complications were reported and the patient's status is unknown.

Event description:
It was reported that during an percutaneous transluminal angioplasty (pta) procedure, vessel perforation occurred. The target lesion was located in the severely calcified and moderately tortuous venous anastomatic site. The physician advanced a 5.0mm x 2.0cm x 50cm pcb cutting balloon to the lesion and was inflated to 6atm. The cutting balloon ruptured at 7atm during the second inflation. A vessel rupture was noted; however, it is unclear what caused the rupture. The physician performed ligation of the vessel. The procedure was considered completed with this device. The patient was sent for surgery at a later date. No further complications were reported and the patient's status is unknown.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination found no tears visible in the balloon material. However, during an attempt to inflate the balloon a pinhole leak was identified in the mid body of the balloon. A microscopic examination of the balloon material and blades identified no issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).